Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. "Warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents." To sum up, the side rail was detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rails which can lead to a patient fall. The bed was in use by a patient. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer informed that the "lower side rail broke" and requested service. The arjo service technician inspected the bed and found that the all 4 screws holding the plastic panel to the metal plate were ripped off. Photographic evidence provided confirmed damage. The bed was in use by a patient. No injury was reported.